Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. Upon interrogation, the right ventricular lead exhibited noise. X-ray and echo revealed a perforation. The device was turned off and the patient was taken to the operating room for a thoracotomy. The perforation was plugged and a drain was placed. The lead was explanted and replaced. The patient was stable post-procedure.